Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, two clips (91002u104, 91002u101) were successfully deployed. On (B)(6) 2020, the patient returned for a follow-up visit and an echocardiogram revealed that the mr increased to grade 4. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat the recurrent mr. The two clips are stable on the leaflets. Prior to implantation of an additional clip, a chordal rupture was observed in between the two previously implanted clips. A third clip was deployed to treat the chordal rupture and recurrent mr. One additional clip was implanted reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this event. The reported recurrent mitral regurgitation (mr) was due to tissue damage. The reported patient effects of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.